Event description:
It was reported that the intraocular lens was removed intraoperatively due to a damaged haptic. According to the surgeon the trailing haptic was wedged in the injector's plunger. The incision was enlarged to remove the lens and sutures were required. Add'l info has been requested. Please reference MDR #: 1119279-2013-00016 for the intraocular lens.

Manufacturer narrative:
The delivery device will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.